Event description:
It was reported that the lead was difficult to implant with numerous manipulations resulting in a hematoma. The lead was not sutured down and became dislodged within several weeks of implant. It was also reported that the lead had no capture and appeared to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was apparent explant damage. The lead was stretched. All conductors were distorted and had blood/body fluid (not obstructed). The proximal conductor had blood/body fluid (not obstructed). The distal conductor was distorted and had blood/body fluid (not obstructed). The inner insulation was kinked/buckled. The outer insulation had a breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism.